Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. -reconfirmation of complaint event: since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation: olympus confirmed the operation by following the pre-use inspection procedure in section 7.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test: when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation: the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, , it is likely the phenomenon may have occurred by user handling such as the following: -chemicals such as anti-fog agents adhered to the distal cover, causing damage due to chemical attack, making it easy to remove the distal cover from the endoscope. -the attachment of the distal cover to the endoscope was insufficient, and the distal cover was easily removed from the endoscope. However, the root cause of the phenomenon could not be specified. The event can be prevented by following the instructions for use which state: "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks of the distal cover." " push the center on the top of the distal cover. Otherwise, it may cause the break of the portion on the distal cover such as the tear off line." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 7.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the new design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviewed and followed the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspected the distal cover prior to attachment. The facility used care when attaching the distal cover, so that it does not crack. The facility stated that the staff is experienced at applying the distal covers. However, they want to ensure that the staff remain comfortable with the process of attaching the distal cover and confirming it is securely attached. The facility reported that it is unknown what specific chemicals were used when the distal cover detached. It was confirmed that no chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate forceps (e.g., defoamers, physiological saline, etc.), also, no chemicals were administered orally to the patient before device inspection, and there were no chemicals used during endoscope preparation and pre-use inspection. However, the facility confirmed the following additional information regarding chemical usage: chemicals were applied directly to the distal end of the endoscope. Chemicals were administered through the cannula during endoscope insertion. Endoglide+ is typically used as a lubricant on the distal end of the scope and contrast is also used through the sphincterotome during the procedure. Anti-foaming agents, anesthetic sprays, or defoamers are not added to the water container. Per the facility, although it was confirmed that a crack was not observed on the distal cover before attaching it to the endoscope; it is unknown when the crack was observed. The facility also confirmed that there has been no change in the storage method of the distal covers since experiencing the detachment issue. Although the distal covers remain in their sterilization pack, they are removed from the product carton and stored in a bin, in a cabinet, in the procedure rooms. This supplemental report includes a correction to h7 and h9 . "Recall" and "z-1292-2021" were inadvertently submitted in the previous submission. These entries are incorrect and have been removed.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that upon conclusion of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) (with stent placement) using the evis exera iii duodenovideoscope, it was discovered that the distal cover was no longer on the scope upon removal. No devices were connected to the scope, and no error messages were observed. It was stated that the condition of the patient was not impacted and the issue did not delay the procedure nor anesthesia. No medical intervention was required, as the patient coughed shortly after extubation and the distal cover was expelled from her mouth. The procedure was completed successfully. Patient identifier: (B)(6) is for the evis exera iii duodenovideoscope. Patient identifier: (B)(6) is for the single use distal cover.